Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Patient weight not reported. This report is for an unknown helical blade (qty1). UDI: part number is unknown, UDI is unavailable. Original implant date is unknown, but approximately 6 months prior to revision on (B)(6) 2016. Device is not available for return. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a patient was implanted with a tfna (trochanteric fixation nail advanced) for a right intertrochanteric fracture on unknown date. The tfna may have been implanted within the last six months. Patient presented to hospital on (B)(6) 2016 complaining of pain. X-rays taken on (B)(6) 2016 noted that the helical blade had migrated and cut out through the femoral head. There was no reported issue with the nail or screw. Patient underwent revision surgery on (B)(6) 2016. The entire construct consisting of a nail, helical blade and 5.0mm locking screw were easily removed. There was no delay in surgery and additional medical intervention was not required. Patient was revised to a zimmer total hip. Procedure was completed successfully. Concomitant devices reported: trochanteric fixation nail from the tfna system (trochanteric fixation nail advanced)(part # unknown, lot # unknown, quantity of 1) and 5.0mm locking screw (part # unknown, lot # unknown, quantity of 1). This complaint involves 1 device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Corrected data: (therapy date): date of implant is unknown but may have been approximately 6 months prior to (B)(6) 2016. The subject device is not expected to be returned to the manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one unknown tfna helical blade. This report is 1 of 1 for (B)(4).